Manufacturer narrative:
To reduce the potential for air ingress into the sheath and the risk of embolism, the polarsheath instructions for use (IFU) was revised to emphasize best practices during use of this device. On april 13, 2021, boston scientific issued a field safety notice (92688876-fa) to communicate these IFU updates to all global customers in the interest of minimizing the risk of air embolism and promoting consistent use of the IFU in all geographies.

Event description:
(B)(6). It was reported that a polarsheath was selected to be used in a pulmonary vein isolation (pvi) cryoablation procedure. During preparation of the sheath outside the patient, air was being pulled into the sheath. The sheath was not inserted into the patient. The procedure was completed successfully with a new polarsheath. No patient complications were reported. The device has been returned to boston scientific for analysis. This product is part of the 92688876-fa advisory population for the polarsheath steerable sheath.